Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-00442. It was reported the patient complained of discomfort at the lead site whenever the scs stimulation is turned on. Reprogramming did not resolve the issue, as one of the leads exhibited impedance issues and the patient stated it caused pain when turned on. Follow-up identified the patient underwent surgical intervention and the original leads were explanted and replaced with different model leads. Additional postoperative programming was done and the patient was reportedly satisfied with the new programs.